Event description:
The wife of a home pt (hp) contacted a baxter technical svs rep (tsr) and reported that fluid was being pushed through the pt line cap during prime on homechoice system (hc). The tsr explanted to the caller that that was normal as part of the venting process and that the pt line will remain sterile as long as the cap remains on. The caller confirmed that the cap was still on the pt line. There was no pt injury or med intervention reported at the time of the call.